Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics.

Event description:
A report was received that the patient experienced difficulty charging the ipg. The physician thought that the ipg was flipped because of charging issues but it appeared to be in a proper position during the procedure. Malfunction was suspected with the ipg. The patient underwent ipg replacement. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced difficulty charging the ipg. The physician thought that the ipg was flipped because of charging issues but it appeared to be in a proper position during the procedure. Malfunction was suspected with the ipg. The patient underwent ipg replacement. The patient was doing well postoperatively.